Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting. The customer reported an elevated blood glucose level of 272 (mg/dl) and delivered a correction bolus. It was indicted that the current pump would continue to be used for diabetes management.